Event description:
The event is reported as: the doctor alleges that the cuff of the isis endotracheal tube was deflating after using on a pt for a couple of days. No report of a pt injury or intervention.

Manufacturer narrative:
A visual, dimensional and functional inspection could not be conducted since the product was not returned. A device history record review could not be conducted since the lot number was not provided. Fmea (product/process - (B)(4)) assessment was conducted and no changes are required. The complaint cannot be confirmed since the sample was not available for investigation. Teleflex will continue to monitor and trend relating complaints.